Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece with helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.

Event description:
It was reported that following a lead replacement procedure on (B)(6) 2025, the patient's right ventricular (rv) lead exhibited loss of capture, as confirmed by the electrocardiogram (ECG) monitor showing clear signs of non-capture. The rv lead was explanted and replaced. The patient was in stable condition.